Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7136706/7133929. Product family: scs-linear fixation. Upn: m365sc43180. Model: sc-4318.

Event description:
It was reported that the patient experienced pain with the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned, and the patient was doing well postoperatively.